Event description:
The customer reported that the system displayed a generator communication error message which caused a loss of x-ray functionality. There is no report of patient injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fluoro functions board, generator interface board and connectors were reseated. The system was then found to be operating as intended.